Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2020, two days after implant, pacing failure was observed at atrial level. A re-intervention was performed on (B)(6) 2020 and the position of the atrial lead was corrected, obtaining normal atrial threshold values. However, on (B)(6) 2020, atrial threshold increased again. It was suspected that the cause of the threshold increase was linked to drugs taken by the patient. The patient was put under observation without re-intervention. Analysis revealed that the reported behavior might be attributable to the inflammatory reaction following implantation and/or to the reported reaction to drugs. Review of provided files revealed that atrial lead measurements were absent for a certain period of time, consistent with atrial arrythmia; however, no mode switch episodes were stored in the device memory and the time in af was equal to 0. Preliminary analysis did not reveal any issue on the subject pacemaker.

Event description:
Reportedly, on (B)(6) 2020, two days after implant, pacing failure was observed at atrial level. A re-intervention was performed on (B)(6) 2020 and the position of the atrial lead was corrected, obtaining normal atrial threshold values. However, on (B)(6) 2020, atrial threshold increased again. It was suspected that the cause of the threshold increase was linked to drugs taken by the patient. The patient was put under observation without re-intervention. Analysis revealed that the reported behavior might be attributable to the inflammatory reaction following implantation and/or to the reported reaction to drugs. Review of provided files revealed that atrial lead measurements were absent for a certain period of time, consistent with atrial arrythmia. However, no mode switch episodes were stored in the device memory and the time in afwas equal to 0. Preliminary analysis did not reveal any issue on the subject pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.